Event description:
It was reported that the device overheating during a procedure at the user facility. No delay or adverse consequences were reported. Attempts are being made to obtain additional information regarding the event.